Event description:
It was reported the patient was not feeling stimulation. It was noted there was no stimulation sensation. It was logged it was working, patient turned stimulation off the other morning and when he turned it back on he was not able to feel stimulation. It was reported there were no falls or trauma. It was also reported the patient had increased stimulation quite a bit but was not able to feel stimulation. It was noted the stimulation on icon was displayed on the patient programmer with voltage in the 10's.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2008, product type: lead.